Event description:
(Report 10 of 17). It was reported during surgery when the surgeon was tightening the screws the screwdriver rolled over the screws preventing them from locking. The surgery was completed after a 40-minute delay. There were no other adverse patient consequences reported. There are 17 related report numbers for this event 3025141-2024-00424 through 3025141-2024-00440.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for the 6mm x 2.7mm locking screw (part number rbl1221, lot number 550032). However, the locking screw was not returned for evaluation.